Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer report number: 3006705815-2021-01457. It was reported that the patient's leads were explanted on an unknown date for an unknown reason. Patient was later implanted with new leads.